Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a foreign material inside the tube. There was no patient involved.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation outside its pouch. This product is used in treatment. A visual inspection was performed, and no foreign material was observed in the tube. No failure mode was observed in the received sample and the product meets specification as well as all manufacturing controls were found acceptable and effective to detect the reported event. No root cause was determined and the reported event was not confirmed. This case was reviewed by manufacturing quality and presented to the corrective action board it has been determined that this event will be monitored but no corrective action is required at this time. Device history record was reviewed and no discrepancies were found. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.